Event description:
The dealer alleges the seat has cracked on 9630-4 commode.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec and invacare has chosen to file this report utilizing the 3007231105 cfn/fei registration.